Event description:
The customer reported that while monitoring telemetry patients the xhibit central station displays would blank out and prevent the users ability to continue monitoring. There was no patient or user harm associated with this event.

Manufacturer narrative:
The device was received by spacelabs and evaluated by an equipment service center technician and it was identified that the interior of the unit was dusty. The technician stated the device had a corrupted hard drive and the fan on the power supply nonfunctional. While not conclusively determined, a dusty unit can cause the device to overheat and cause damage to data and hardware. The device was tested and repaired according to applicable procedures. After repair, normal function was verified and the device was returned to the customer. The unit had a corrupted hard drive and faulty fan on the power supply.